Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the recording device did not properly record a syncope event. The device remains in use and no intervention was reported. No patient complications were reported as a result of this event.